Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn:(B)(4) is currently underway. As received, the monitor reset during testing. A root cause is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
During servicing of a (B)(6) female patient's monitor which was associated with a treatment event, a reportable problem was discovered. The monitor failed incoming tests and reset.